Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 9/6/2022, it was reported by a sales representative via sems that an 0456-100 locking tool, galileo® lag screw had an issue. During a trocherantic femur/troch nail procedure on (B)(6) 2022, the galileo lag screw inserter broke while inserting a lag screw on a trochanteric femur fracture. The inserter broke where the lag screw attached to the black handle. A piece broke off inside the patient, the broken piece was retrieved from the patient and the case was completed successfully. This was discovered during use with no impact to the patient.

Manufacturer narrative:
The complaint is confirmed. (1) unpackaged 0456-100 was received for evaluation. Visual inspection noted the distal tip geometry used for locking had broken. The pattern of the fracture indicates stress caused by excessive torque. Without additional information, the root cause remains undetermined. A probable cause could be attributed to excessive application of mechanical forces via over-torquing the device when attempting to lock it.